Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, on (B)(6) the patient was placed in the safe step and given 5fu. The patient returned home from the hospital. On (B)(6) the patient complained of blood reflux in the safe step and visited the emergency room. The nurse flushed the safe step with saline but was unable to push or pull it out. The safe step was removed from the patient and a break was found in the extension tube. Additional information received: it was reported, "(B)(6) when I first inserted the huber needle into the patient at the hospital, I did not feel any discomfort (leakage of medicinal fluid or abnormality in the tube). Also, I did not use the management method of bending the broken part, or the method of connecting the infusion, and the black clamp that comes with the huber needle was not used on the broken part. (The clamp was fixed at about the middle part of the huber needle tube)." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 22 g safestep infusion set. The fracture surfaces of the damage were observed to contain striated patterns and radiating tear marks, which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors may have contributed. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.